Event description:
The customer opened his new contour next ez kit and found the cap open on the sample bottle of test strips. No adverse events were alleged. The customer was advised to return the test strips for evaluation. A new kit was sent to the customer.